Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event and to verify the system's ability to take control of the universal surgical manipulators (usm). However, there is no resolution as the investigation is in progress, and the evaluation has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, that the surgeon could not take control of the universal surgical manipulator (usm4) from the surgeon side console (ssc2). The customer received phone assistance from technical support engineer (tse). The customer explained to tse that the surgeon had taken all the instruments, but when attempting to swap to the usm4, they could not take control of the usm4. The customer continued the procedure from the first ssc. The customer did not want to troubleshoot during the call with tse. The procedure was completed as planned with no reported injury.